Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer complained of discrepant results for 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh) on a cobas e 801 module compared to the architect method. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and medwatch with patient identifier (B)(6) for information on the tsh results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e 801 module serial number was (B)(4).

Manufacturer narrative:
Investigation results 10-may-2018 on e801 module/ cobas e 411 immunoassay analyzer (e411) serial number (B)(4), ft3 iii (pg/ml): 8.97/ 5.08, ft4 iii (ng/dl): 1.39/ 1.38, tsh (uiu/ml): 2.40/ 2.3. 11-oct- 2018 on e801 module/ e411, ft3 iii (pg/ml): 6.38/ 4.01, ft4 iii (ng/dl): 1.29/ 1.26, tsh (uiu/ml): 3.43/ 3.07. The calibration and qc data for the investigation are ok. A general reagent issue can be excluded. Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. The investigation did not identify a product problem. The cause of the event could not be determined.